Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "their implants caused them pain & swelling," "moved around," "one or both were punctured" device has been explanted. This record is for the left side.